Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient required hospitalization for the event of peritonitis. On an unreported date, the patient began remedial therapy with amikacin (250 mg, loading dose, route not reported), amikacin (125 mg, maintenance dose, frequency and route not reported) and cefepime (1 g, daily, route not reported). The cause of the peritonitis was unknown. Peritonitis was resolving. .

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.